Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. He investigation of the returned items found that the carton label, da6115st, for sofia 6f is different than the pouch label, da5125st, sofia 5f, which is consistent with the alleged product issue and customer provided images. This issue is tracked by quality.

Event description:
It was reported that a sofia catheter was inspected at our distributor's warehouse. Per their protocol, all units are opened upon arrival, except units or boxes that have a seal. The label on the box of the catheter did not match the label on the device's sterile pouch; there was a discrepancy in size (5f v. 6f). There was no patient involvement as this was discovered at the distributor level. The one unit in question was returned to mvi. Our investigation found that this was the only unit impacted, there are no other discrepancies in this lot.